Event description:
Received message from mrv rph who previously received message from cnss supervisor: patient's pump starting yesterday ((B)(6) 2017) started to beep and continued to beep. Patient changed her pump to the other and that pump did not beep at all. She then tried to change back to the malfunction pump and it continued to beep. Replacement pump will be sent. No other information available. Did the reported product fault occur while in use with a patient: yes. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation: yes. Did we replace device: yes. Dose or amount: veletri 13nkm, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pulmonary arterial hypertension.